Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned outside the loading device. The seal was observed to be inside the loading device in a partially folded state. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. The blue slide lock was observed to be on and the white plunger was not depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem", was confirmed. The lot # 3000248143 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proximal seal did not come out of the delivery system. A new device was brought out, the operation was successfully completed, and there are no problems with the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.